Event description:
As reported, when a 6-12f mynx control venous vascular closure device (vcd) was removed, the sealant was removed with it and the balloon was not retracted back. The balloon was still in front of the peg when the device was removed. Manual pressure was held on the patient's right sheath site, and no hematoma noted post procedure. There was no reported patient injury. The device was deployed by the technologist, who is fully certified to deploy the device. The procedure was a watchman. There was a total of two access sites; both closed with the mynx control venous. The non cordis sheath was downsized to a 10f and the device was deployed. It is suspected that button two was not pressed, although it was reported that it was pressed. The device was prepped as per the instructions for use (IFU). No follow up ultrasound was performed. The device will not be returned for evaluation.

Manufacturer narrative:
This device is reported to not be available for analysis and no device has been received at the time of this report. Additional information is pending and will be submitted within 30 days upon receipt.

Manufacturer narrative:
As reported, when a 6-12f mynx control venous vascular closure device (vcd) was removed, the sealant was removed with it and the balloon was not retracted back. The balloon was still in front of the peg when the device was removed. Manual pressure was held on the patient's right sheath site, and no hematoma noted post procedure. There was no reported patient injury. The device was deployed by the technologist, who is fully certified to deploy the device. The procedure was a watchman. There was a total of two access sites; both closed with the mynx control venous. The non cordis sheath was downsized to a 10f and the device was deployed. It is suspected that button two was not pressed, although it was reported that it was pressed. The device was prepped as per the instructions for use (IFU). No follow up ultrasound was performed. The product was not returned for analysis. A review of the manufacturing documentation associated with lot f2507302 presented no issues during the manufacturing process that can be related to the reported event. The reported event of ¿sealant inaccurate placement complete and balloon retraction jam¿ could not be evaluated because the device was not returned for analysis and due to the nature of the complaint. With the limited information provided, without the return of the device, and with no procedural films, the cause of the reported event could not be determined. It is possible that factors related to the procedure, handling, and/or patient anatomy contributed to the reported event. It is possible that handling factors, such as the possibility that button two was not depressed may have led to the reported event. Per the mynx control instructions for use, it instructs users to open the stopcock to deflate the balloon to ensure complete balloon deflation. Once balloon has been deflated, pick up the device handle and realign with tissue tract. Depress button two to pull the deflated balloon into the device. It should be noted that failure to fully depress button 2 may result in sealant disruption during device removal, which could result in a failure to achieve hemostasis. Neither the phr review, nor the available information suggest that the reported event could be related to the design or manufacturing process of the units. Therefore, no corrective/preventative actions will be taken at this time.